Event description:
As reported by the user facility information by bbm sales organization in sweden: "over infusion" according to the customer: "written by the customer: I was notified about an unexpected pump behaviour we use one of our programmed drugs in the drug library. Drug acetylcystein, programmed in two stages. Stage one, start dos given under 4 hours at 103,5 ml/h and stage two, 12,93 ml/h, 16 hours. One of the nurses noticed the pump buzybwith stage 2 at 12,93 ml/h at the beginning of her shift. A few hours later, she noticed that the pump again infuses according to stage 1, at 103,5 ml/h. The pump was not touched by either this nurse or the previous shift. The log was checked and we found: 1. Due the patient weight, total vtbi should be 621 ml. 2. At the first start, the nurse entered a vtbi of 500 ml (same as the bag size) den total vssi för steg 1 och steg 2 bli 621 ml. 3. After 4 hours, the pump for changed to stage 2, as it should. 4. When the first infusion bag was empty, a new bag was used and the vtbi was set to 500ml (the pump should stop after 121 ml according to the drug library) 5. After the therapy is 16 hours into the therapy, 380 ml vtbi is left. 6. After the 16 hours in stage 2, the pump automatically returns to stage 1 and continues infusing at 103,5 ml/h. We have instructions for use of acetylcystein that says vtbi should not be changed, even though the total volume of the therapy might be more than the first infusion bags size. In this case, it was done anyways unfortunately. They pump should anyway have stopped when the therapy is done, meaning both stages have been infused, even though there is vtbi or fluid left in the bag. For me is very illogical for the pump to return to stage 1. Why does it do that? It seems not good from a patient safety perspective. Hopefully we can get some more information about the function of the pump, related to this matter, to prevent this happening again. Patient not harmed!"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400592990. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 6705 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-03-03 to 2023-03-04 were investigated. At 2023-03-03 18:44 pm the drug "acet 1&2" were selected. The rates were set to 103,5 ml and 12,93 ml. At 18:47 pm the vtbi was changed from the calculated vtbi (621 ml) to 500 ml (reason for that could not be clarified). The infusion was started at 18:48 pm. Between 2023-03-03 22:38 pm and 2023-03-03 23:09 pm several pressure alarms were displayed (reason for that could not be clarified). At 2023-03-04 05:40 am the vtbi was reached. The customer set the vtbi again to 500 ml and the infusion was restarted in the same minute. The infusion was stopped by the customer at 17:33 pm. Up to that time the device has delivered 879,63 ml (actual volume infused). It could not be clarified, for what reason the customer changed the vtbis from the calculated 621 ml to 500 ml. Therefore, that the customer set the vtbi two times to 500 ml, the device had to infuse two times 500 ml. Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. Around the connector of the backside some liquid residues could be detected. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,40%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. It could not be clarified, for what reason the customer changed the vtbis from the calculated 621 ml to 500 ml. Therefore, that the customer set the vtbi two times to 500 ml, the device had to infuse two times 500 ml. The device changed to the correct rates at the correct times. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.